Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed elective replacement indicator (eri) on the implantable cardioverter defibrillator (ICD); the physician suspected premature battery depletion. The physician elected to explant and replace the ICD. There were no patient consequences before, during, and after the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. However, longevity overestimation was confirmed. The device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation. An enhancement request was submitted by the software engineering team to resolve the issue in the future.

Event description:
Related MFR report number: 2017865-2023-46999.